Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. A quality alert has previously been issued to production to heighten awareness towards this potential issue. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.

Event description:
It was reported that near the tip of the syringe was damaged, from which blood leaked. This occurred during use. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.